Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, patient had fallen out of mattress this morning. The patient did not sustain any injuries. Upon speaking to the facility, they stated that nothing was wrong with the mattress. The patient rolled off the mattress because she got to close to the edge. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.